Event description:
The customer contacted beckman coulter, inc (bci) in regards to consistent erroneously elevated results, below the ami cutoff, for accutni (troponin I) on multiple draws from one patient. The results were generated on the access 2 immunoassay system. The patient sample was sent to a nearby hospital and it was retested and the results were within the normal reference range. The initial erroneously elevated results were reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of any adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Bci offered to have service investigate the event. The customer declined service at that time, stating they will wait until their preventative maintenance (pm) was due on the instrument. A bci field service engineer (fse) did not evaluate the instrument. A system check was performed on (B)(6) 2009 and showed all portions were well within the published specifications. And per quality control (qc) data provided by the customer, qc was +/- 2 standard deviation of established mean. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 through (B)(6) 2010 for additional reportable events.